Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
Oe-u4 soaking cap has traces of rust, which induces a risk of contamination. This event occurred at the time of inspection. There was no report of patient harm.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: this event was caused by rusting on a part of the product due to the effects of chemicals and storage conditions. The cap has been replaced.